Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 26-sep-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted and the only adverse event was a failed second hsg and the physician would remove the fallopian tubes the following week. Ptc investigation result was received on 31-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. However, a lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 03-feb-2015: information received from physician states that general anesthesia was applied during essure insertion. The insertion was described as difficult and health care professional informed that essure did not deploy correctly (introducer fell apart). Visualization of tubal ostium was easy. Hysterosalpingogram was performed and showed device extra uterine (tube was not occluded). Patient was taken for operation room for laparoscopic salpingectomy and removal of device embedded in mesosalpinx. Patient's outcome was good. Patient used condoms as back-up contraception after essure insertion and before total occlusion confirmation. In addition, reporter informed that perforation was related to essure device malfunction. Follow up 12-feb-2015: ptc investigation results were updated and provided. (B)(4). Final assessment: device breakage could not be confirmed with the statement the device fell apart....."d" completed on the questionnaire. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage - introducer fell apart, malfunction), usability issues and lack of efficacy (patency). In this particular case, the reporter informed that essure did not deploy correctly (introducer fell apart), hsg showed device extra uterine (tube was not occluded- patency). Device was found embedded in mesosalpinx and reporter informed that perforation was related to essure device malfunction. However, the reported product quality issue could not be evaluated in more detail due to lack of sample return. No batch number provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality defect per se. Lack of efficacy may occur under the use of any product and is also not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. A hsg (hysterosalpingogram) was performed and the result showed device extrauterine (embedded in mesosalpinx) / fallopian tube perforation. This event is serious due to medical importance and listed for essure according to the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a laparoscopic salpingectomy and removal of essure were performed. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information).

Manufacturer narrative:
Uterine / tubal perforation with essure questionnaire received on 09-mar-2016: patient was gravida 4, para 4, no previous gynecological interventions. Last delivery was not a caesarean section. No abnormal finding prior to essure insertion. Cervical dilatation, sounding and general anesthesia were applied during insertion. Insertion was difficult. Visualization of tubal os was easy, procedure did not take more than 20 minutes and there was no fluid loss over 1500 cc. No complaints after insertion. Unilateral left perforation occurred. No organ or intra-abdominal structure was perforated. Perforation did not occur during sounding, cervical dilatation, hysteroscopy or before deployment of essure. Diagnosis was made via hysteroscopy. Left essure completed perforated, was located in mesosalpinx. Right essure was in correct position. Patient had no symptoms. Hysterosalpingogram on an unspecified date showed tubal occlusion. Essure was removed via laparoscopy and patient has recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. A hsg (hysterosalpingogram) was performed and the result showed device extrauterine (embedded in mesosalpinx) / fallopian tube perforation this event is serious due to medical importance and listed for essure according to the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation are not known, however given its nature and the fact that insertion was considered difficult, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a laparoscopic salpingectomy and removal of essure were performed. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information).